Event description:
The customer reported that there was a horizontal stripe through the live image rendering the image unusable. An alternate system was required to complete the case. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.